Manufacturer narrative:
(B)(6). Correction: the correct catalog # is 93332; not 93331 as previously reported. (B)(4). Per the clinic, the patient experienced skin overgrowth and infection at the implant site. Subsequently on (B)(6) 2015, the patient had a procedure to have excess tissue excised; the patient was also prescribed oral antibiotics to treat the infection (duration not reported). The implanted device remains. This report is filed may 3, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced tissue complications and was treated with topical antibiotics (date and duration not reported). The implanted device remains.